Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite extension set experienced component separation. The following information was provided by the initial reporter: tubing fell apart at hub.

Event description:
It was reported that the bd alaris smartsite extension set experienced component separation. The following information was provided by the initial reporter: tubing fell apart at hub.

Manufacturer narrative:
Investigation summary : the customer reported the tubing fell apart at the hub, and returned one used sample of material 37262e. The sample was separated at the male luer, and the complaint is verified. The tubing had insufficient solvent, and the root cause is traced to the assembly process. Manufacturing issued a quality alert to address the failure. Device history record review for model 37262e lot number 22049403 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03may2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.